Manufacturer narrative:
Eval codes, results and conclusions - other, lack of info (the stent graf was discarded unable to investigate), (endoleak), (very short and angulated aortic neck has dilated due to disease progression).

Event description:
An aneurx abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported the pt presented with a partially contained ruptured abdominal aneurysm approx 70 months ago. The physician stated that the iliac were very well incorporated, however, the very short and angulated aortic neck has dilated due to disease progression resulting in stent graft migration and a type I endoleak. The physician elected to convert the pt to an open surgical repair and the stent graft was removed from the pt. The stent graft was discarded by the user facility. No additional clinical sequelae were reported and the pt is fine.